Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it is determined the patient had an adverse local tissue reaction related to the metal on metal implants with elevated metal ion levels. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's medical records were reviewed for MDR reportability. Records indicated that upon revision the patient was found to have a large pseudotumor that was full of beige colored fluid. Records also confirmed the patient's metal ions to be high. The patient's head and liner are being reported at this time. Update received 1/10/2015. Clinical report states that patient was revised to address elevated cobalt levels. Update received 1/12/2015. Update rec¿d 01/21/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. The patient's medical records indicated on (B)(6) 2014, the patient had metallosis labs drawn that indicated the patient had a cobalt level of 67.7ppb and a chromium level of 32.4ppb. There was no metallosis confirmed in the revision operative note however. The complaint was updated on: 02/12/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).